Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly in the reservoir. The customer's blood glucose reading was 14.2 mmol/l. The customer experienced mixture of champagne bubbles and few large bubbles present. The customer did a reservoir change and was unable to troubleshoot. The product was not returned for analysis.